Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that a single lumen midline placement attempted on right basilic under ultrasound guidance, needle insertion and wire advancement performed without issues or resistance visualizing needle and wire within the vein lumen, catheter advanced also without issues, needle retracted, and upon delivery device retrieval, piece of wire observed at the entrance of catheter. Catheter and wire removed as single unit. Bedside ultrasound done without gross evidence of retained wire. Xray done also without evidence of retained foreign body. I examined the device and compared to a new one, on the event device patient side tip of wire intact, wire appears to have broken at end that secures to delivery device/needle, with remaining piece likely within device itself.